Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause, treatment and outcome of peritonitis were not reported. It was not reported if the patient required hospitalization. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.